Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was not returned to fisher & paykel healthcare (B)(4). A breathing circuit with a water trap was returned and visually inspected. Results: the complaint mr290 chamber was reported to have a leak at the feedset line. Visual inspection revealed no damage was found on the returned water trap breathing circuit. Conclusion: without the complaint mr290 chamber, we are unable to confirm the reported fault or determine the root cause of the reported event. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via a distributor that an mr290 autofeed humidification chamber was leaking at the feedset tube. No patient consequence was reported.